Manufacturer narrative:
Reportable based on the device analysis, which revealed a tensile overload of the polymer jacket material: the manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. As received, the specimen consists of one each hydro gw stf std an260-035; returned loaded within the dispenser assembly and double bagged within large "zip-lock" style poly pouches. As received, the specimen does not present any indication of prior hydration. After flushing the dispenser assembly with saline, the specimen was easily removed from the dispenser and subjected to visual and tactile examination. The specimen presents 0.30cm of the core wire exposed at the distal tip due to a ductile, tensile overload of the polymer jacket material. The specimen also presents wavy bends at 1.50 to 5.75cm from the distal tip; consistent with residual strain from tensile loading. Microscopically, the specimen coating appears to be worn and abraded within the distal 6cm, consistent with clinical use. Except where noted, the specimen device appears visually and dimensionally correct. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided, clinical and procedural factors appear to have impacted on the event as reported.

Event description:
The guide did not come out of the carrier tube